Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jun-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used 18g x 1.25in. Nexiva unit from lot number 3059803. A gross visual inspection of the returned unit found that blood was present between the grey canister and the wall of the catheter adapter which is indicative of leakage. Upon further inspection under a microscope, it was found that the primary septum was positioned incorrectly on the canister, causing a portion of it to be pinched between the canister and the wall of the catheter adapter. Given the positioning of the primary septum, it is likely that the septum did not create full seal and allowed fluid to leak past it. The reported issue was confirmed and determined to be manufacturing related. During manufacturing, an incorrectly seated septum could occur due to a misalignment or damage to the insertion station/vacuum probe. This may cause damage to the primary septum and canister. Operators perform leak testing and inspections for damaged components per the sampling and quality control plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leaked from the back of the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector septum. The following information was provided by the initial reporter: "blood leaking out back of septum".

Event description:
It was reported that blood leaked from the back of the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector septum. The following information was provided by the initial reporter: "blood leaking out back of septum".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.